Event description:
Trying to begin an ablation lesion with the stockert generator using a navistar 8mm f curve catheter and could not ablate as the generator stated "temp too low." It read temp as 31. Changed out catheter connector with a change to normal temp-read 35, but then quickly it read it as 27. Did a dual sensor test which was normal called tech services and was directed to change out the catheter. This one worked but we were unable to record to the pruka system. As a side note we were switching over from cryo so some reconfiguring of equipment was necessary, but all connectology seemed to be in order.